Manufacturer narrative:
Only the sensor board was returned to the manufacturer for investigation.

Event description:
A ventilator was returned to a third party service center with an allegation the device had a flow issue. The device was not in patient use. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board issue was found to be due to contamination of the airflow sensor, mt5.